Event description:
The device was returned to ascent by the customer who indicated that the device was mislabeled as a vascular device (ralc30v) when the device is actually a gi device. Ascent confirmed that the correct model number for the device is ralc30, a non-vascular device. The device was not used on a pt.

Manufacturer narrative:
This device was received by ascent healthcare solutions as an open-but-unused device for resterilization. The device was sent in with the OEM labeling. Ascent utilized the OEM labeling to identify the device as model number ralc30v and to create a new label for the device. The device was then repackaged with new packaging materials, relabeled, and sterilized by ascent through our resterilization program. This device was not reprocessed.